Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped on the floor and he received a button error alarm. When he pressed the esc and act button on the insulin pump, they were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.